Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was found dislodged. The patient was scheduled for a lead revision procedure but later suspected of system infection as well. A revision procedure was subsequently performed wherein the patient's system was explanted. A new system was later implanted on the patient's opposite side. No additional adverse patient effects were reported.